Event description:
On (B)(6) 2012, the physician started the procedure using a gore excluder aaa endoprosthesis to treat the abdominal aortic aneurysm. It was reported the physician accessed the 18fr dryseal sheath (sdv1828/10160837) from the left common femoral artery (cfa) and advanced forward but the sheath would not advance at the distal common iliac artery (cia). The diameter of left cia is 6.0 mm. The physician changed the main route and tried to insert another 18fr dryseal sheath (sdv1828/10366493) from the right cfa. This was not possible due to the right external iliac artery (eia) being 5.0 mm in diameter. The sdv1828/10160837 from the left side remained in the left cfa. The physician decided to change the sheath size down to a 16fr and pulled both sheaths back from the pt. At that time, the left iliac artery was ruptured. The physician decided to convert the procedure to the y grafting surgery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath instructions for use (IFU), do not attempt sheath advancement or withdrawal without guidewire and dilator in place. Major bleeding, vessel damage, or serious injury to the pt, including death, may result. Furthermore, the IFU states: adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result.